Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung pulmonary parenchyma segmental resection and thoracoscopy, there was poor staple formation near the middle of effective length. (It was "c", not "b") in addition, the black return knob was difficult to pull back at the time of release and it was difficult to release even though the tissue was not so thick. The device was removed from the tissue by force, no tissue damage was caused, but additional tissue resection was required due to the issue. The procedure was completed with another device. No injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.